Manufacturer narrative:
The investigation of the reported failure mode has been completed. The product was not returned for investigation. Data log review was not required for this case run. Product damage (introducer kink): the cause of the product damage issue was most likely related to the patient's tortuous vessel condition, which could have caused the kink during placement. The type of product damage could not be verified without returned product. Difficult/unable to insert through introducer: the cause of the difficulty in inserting the pump through the introducer was most likely related to the patient's tortuous vessel condition, which could have caused resistance and kinking during pump placement. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was found to have decompensated heart failure and was requiring multiple inotropes. The family wanted everything to be done for the patient¿s wellbeing, so a decision was made to place an impella cp for further support. A 25 centimeter sheath was used and during impella cp placement the sheath stopped due to kinks from the tortuous iliac. The sheath was pulled back, but the catheter would not advance. The impella cp was removed and the sheath was re-advanced with a dilator. The wire was exchanged for a 0.025 and the impellla cp was re-inserted. Once out of the sheath, the physician was able to advance the impella cp into the left ventricle. The patient later expired which was reported along with the impella cp on a different report. Refer to section h.10 for the related report number.